Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately over three months post implant the right atrial (ra) lead required repositioning. The ra lead was repositioned and remains in place. No patient complications have been reported as a result of this event.